Event description:
A nurse reported that a peritoneal dialysis (pd) patient was expected to go for an evaluation with a kub (kidney, ureter, bladder) x-ray but was admitted to the hospital on (B)(6) 2026 due to hypotension, low ultrafiltration (uf) and drain complications. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2026 with symptoms of low blood pressure, weakness, and unable to do daily routine. The patient was admitted with a diagnosis of hypotension and generalized weakness. The patient had been compliant with daily pd prior to the hospitalization. The night prior to the hospitalization, the patient¿s bp was 79/62 with a heart rate of 93. The patient is prescribed midodrine 15mg 3 times per day for the low blood pressure. The patient had been experiencing low uf and alarms for a few weeks prior to admission. A kub was the next step to evaluate the patient, but the patient was hospitalized prior to that being completed. The patient had a hard time leaving the house to get to an appointment to have the kub completed. The patient had also been having hypotension issues for 1-2 months prior to the hospitalization. The patient saw the cardiologist a few weeks prior to hospitalization for hypotension management. No further information pertaining to hospitalization, any medical intervention, or final diagnosis was available. The patient remained hospitalized. It is not confirmed if the issue was caused by the pd catheter.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty select cycler and the patient¿s hospitalization for hypotension and generalized weakness. However, there is no documentation in the complaint file to show a causal relationship between the use of the liberty select cycler and the patient¿s hospitalization. The patient was reportedly experiencing slow drains prior to the hospitalization, however; it was documented that the patient was compliant with daily pd. The patient¿s admitting diagnosis was for hypotension and generalized weakness. The pdrn reported the patient was being followed by a cardiologist for management of hypotension and that the patient was having a hard time with activities of daily living. Additionally, the patient was prescribed a medication to control the hypotension. There is no allegation of a device malfunction or deficiency reported for this event. In the initial call to technical support on (B)(6) 2026, the pdrn suspected the patient¿s pd catheter was the cause of the drain issues resulting in the low uf. Based on the available information and no allegation or evidence of malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s hospitalization for hypotension and generalized weakness. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: the g3 date received in the initial manufacturing device report (MDR) should have been 3-16-2026.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient was expected to go for an evaluation with a kub (kidney, ureter, bladder) x-ray but was admitted to the hospital on (B)(6) 2026 due to hypotension, low ultrafiltration (uf) and drain complications. Additional information was provided by the patient's peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2026 with symptoms of low blood pressure, weakness, and unable to do daily routine. The patient was admitted with a diagnosis of hypotension and generalized weakness. The patient had been compliant with daily pd prior to the hospitalization. The night prior to the hospitalization, the patient's bp was 79/62 with a heart rate of 93. The patient is prescribed midodrine 15 mg 3 times per day for the low blood pressure. The patient had been experiencing low uf and alarms for a few weeks prior to admission. A kub was the next step to evaluate the patient, but the patient was hospitalized prior to that being completed. The patient had a hard time leaving the house to get to an appointment to have the kub completed. The patient had also been having hypotension issues for 1-2 months prior to the hospitalization. The patient saw the cardiologist a few weeks prior to hospitalization for hypotension management. No further information pertaining to hospitalization, any medical intervention, or final diagnosis was available. The patient remained hospitalized. It is not confirmed if the issue was caused by the pd catheter.